Event description:
Reportedly, on (B)(6) 2012 (implantation day), it was not possible to program the fields corresponding to pt data, it remained yellow. Recording/review of the files and exporting the data on a floppy were feasible. The pt name was visible on the manager screen but no data was displayed on the pt data session. From one side, this behavior was reproducible when the same device was interrogated with another programmer (2.28c1 version). From another side, another device was interrogated with the same subject programmer and the same behavior was observed. Note that another device was previously interrogated with this programmer w/o problems. An explanation is required.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.